Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced a false negative gu value. Confirmatory testing was performed using a subculture and colony grow, producing positive results. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "negative gu value in mgit g&d result" "1. Was this patient sample or qc? Patient. 2. Were any erroneous results reported? No. 3. If so - were any patients treated based on the erroneous results? No. 4. Was contamination noticed or suspected? No contamination. 5. Was the sample analyzed by a different method? Positive mgit sample was subculture to agar plate and colony grow. 6. Was there any recollect? Not sure."

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0203859 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for performance. Retention samples from batch 0203859 (100 tubes) were available for inspection. No media or tube defects were observed in 100/100 retention tubes during visual inspection. No photos or returns were received to assist with the investigation. Retention samples from batch 0203859 were tested for growth support and antibiotic susceptibility per the standard performance protocol for material 245122. All organisms tested in retention samples had growth detected by the instrument within the specified time per procedures. Additionally, the uninoculated (negative) control had no growth for the duration of testing. Growth of all organisms was detected by the instrument within ten days according to procedure and in accordance with the certificate of analysis in the retention tubes. Two photos were received to assist with the investigation: the first photo shows a mgit g&d plot graph result. The second photo shows a computer screen with a positive test status result. No product information is presented in the photos provided. Without product information a photo alone cannot confirm a complaint. A photo must provide product information, such as material, batch/lot, and expiration date and a photo of the product. No returns were received to assist with the investigation. The complaint cannot be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced a false negative gu value. Confirmatory testing was performed using a subculture and colony grow, producing positive results. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "negative gu value in mgit g&d result" " was this patient sample or qc? Patient. Were any erroneous results reported? No. If so - were any patients treated based on the erroneous results? No. Was contamination noticed or suspected? No contamination. Was the sample analyzed by a different method? Positive mgit sample was subculture to agar plate and colony grow. Was there any recollect? Not sure."